Manufacturer narrative:
Medwatch sent to FDA on 01/07/2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of swelling, puss, pustules, and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling, puss, pustules, and allergic reaction as follows: contra-indications "women who are pregnant or breast-feeding." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected with unspecified juvederm and two weeks later was injected again with unspecified juvederm&#60320;four days later patient developed swollen eyelids and puss and pustules around both eyes. The physician has indicated the side effects may be an allergic reaction to hyaluronic acid by they are not sure. No medical or surgical intervention noted. Symptoms are ongoing. Patient is currently pregnant, however this is no further information regarding the state of the pregnancy. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00942 ((B)(4)). This is the first MDR submitted for the first suspect product, unspecified juvederm.&#60301;